Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100ct ema roche were unable to deliver medication during use. The following was reported by the initial reporter: "the customer says that some of the needles inside the pack are defective. They do not allow the insulin flow. I explained that re-used needles may block insulin flow by causing blood clogging and insulin crystalization. The customer says she handles the accu-fine needles properly; she doesn't re-use them. She also ensures screwing them correctly onto the insulin pen. She is using nordisk. When getting rid of 1 needle and trying to use a fresh one from the pack, it works properly, but then again, when trying another one, the issue reoccurs. Email sent to country spoc for replacement."

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that an unspecified number of pen ndl 32g 4mm 100ct ema roche were unable to deliver medication during use. The following was reported by the initial reporter: "the customer says that the some of the needles inside the pack are defective. They do not allow the insluin flow. I explained that re-used needles may block insulin flow by causing blood clogging and insulin crystalization. The customer says she handles the accu-fine needles properly; she doesn't re-use them. She also ensures screwing them correctly onto the insulin pen. She is using nordisk. When getting rid of 1 needle and trying to use a fresh one from the pack, it works properly, but then again, when trying another one, the issue reoccurs. Email sent to country spoc for replacement."